Event description:
The manufacturer received information alleging particles in tubing/chamber, particles in airway from device related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an alleging black mold, seeing particles in tubing/chamber and airway from device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the product investigation laboratory for investigation. The device was evaluated. There was no mention of visual findings to the external part of the device. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. See ER 2244873 (v1) for the procedure used to make this determination. Pil verified the device provides airflow using a known good power supply. 0 errors were logged. Device was likely reset prior to pil receipt due to the machine having 8445.9 hours with 0 blower hours and 0 therapy hours logged. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer pil observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. Pil technician observed no evidence of black mold. Uknown contaminate observed inside the ui panel. Liquid ingress was observed on the blower and blower box. A contaminate consistent with keratin was observed on the blower box. ER-2243857 v01 addresses the issue of keratin. Pil is unable to directly address the symptoms outlined in the complaint. Pil did observe dust/dirt contamination in the airpath, likely from a source external to the device. Pil observed no evidence of degraded sound abatement foam. Possible risk tags (ER 2219697 v20) for these modes of failure include: infect01, irrit02. The results of this investigation do not impact the calculated risks. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown in the base unit and also observed dirt/dust contamination in the blower box. Section h6 updated in this report.